Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a damaged catheter was confirmed and the cause appeared to be associated with use. One photograph and one 24ga insyte-n autoguard were provided for investigation. A leak test and microscopic examination revealed a breach in the tubing near the tip. A v-shaped hole was identified in the catheter tip, which was consistent with needle puncture damage. Due to the evidence of use, the damage likely occurred during the insertion process. The IFU indicates to not reinsert the needle into the catheter during the insertion process as damage may occur. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that bd insyte n autoguard catheter is defective. The following information was provided by the initial reporter, translated from portuguese to english: opened during a puncture in the same patient. Mild damage to the patient. Additional information updated on 13 july, 2024. The description seems to have verbiage such as "catheter opened during a puncture in the same patient. Slight damage to patient". Please clarify if there was any damage/breakage/breakage of the catheter during the puncture: a: the "silicone" catheter opened as if it had torn being inside the patient's skin what medical intervention was provided to patient? A:no medical intervention was necessary, but nursing intervention was required due to the vein rupture, local compression was performed to avoid hematoma. Puncture was performed elsewhere. Was there any delay or change in the course of treatment due to the event? A:there was a delay in completing the procedure, as well as a delay in starting the medication ---> antibiotic, as it was also necessary to collect a blood culture. The course of treatment after we consider satisfactory patient suffered no subsequent damage.

Manufacturer narrative:
E1. Address exceeds character limit: avenida dr arnaldo prado curvello, 10-110h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.